Manufacturer narrative:
This report is being submitted to include additional information that this device will not be returning for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high, out of range impedances of greater than 2000 ohms after the helix mechanism was deployed. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. Additional information: this lead is not expected for return.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high, out of range impedances of greater than 2000 ohms after the helix mechanism was deployed. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.